Event description:
It was reported that a bd angiocath plus IV catheter had a black foreign material inside of the chamber. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One photo was returned for investigation. Foreign matter was observed in the return photo. One actual sample in opened packaging was returned for investigation. The sample was subjected to visual inspection. Embedded brown fiber fm was observed in the cannula hub of the returned sample. Upon closer inspection, the fm was found to be a cluster of brown fibers. The cluster of brown fibers was subjected to fourier transform infrared spectroscopy (ftir) test. The result of the test shows that the fibers had matched with cellulose. Cellulose material is commonly found in paper, wood, wiper, fabric industry and similar materials. The fm was found embedded in the needle hub and not a loose fm, hence, it will not have the potential to enter the blood stream. The needle hub was produced by the supplier. A (B)(4) has been issued to the supplier to do further investigation. The probable root cause from the supplier investigation found that the fm could have been transferred from the carton boxes of the resin material. The edges of the corners of the carton boxes were sealed by the supplier to prevent any loose fibres from coming off and contaminating the resin. The needle hub batches were produced before the implementation of the above mentioned corrective action.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd angiocath¿ plus IV catheter had a black foreign material inside of the chamber. There was no report of exposure, serious injury or medical intervention.